Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks. It was noted that the device withheld appropriate therapy due to sinus tachycardia when the patient was experiencing ventricular tachycardia (vt). As well, the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing and atrial undersensing. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.